Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and any release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer by the end user, per the end user, "the patient slid off of the side of the bed onto the floor while holding onto the rail of the bed. There were no injuries." Numerous requests to this facility have been made to receive additional information and details related to this alleged incident report with no response from the facility. (B)(4). Were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.